Event description:
Boston scientific received information that the patient with this device presented for follow-up, at which time this device was unable to be interrogated. The field representative reported the inability to interrogate was likely due to a battery status at end of life. No allegation of an earlier than expected rate of depletion; however, based on the reported implant date, device showing an implant duration of only one year. No adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). This device was never returned for analysis. Should the product be received at a later date, the returned unit will be analyzed and another report filed. At this time, our investigation has concluded.